Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿usefulness of a transcutaneous approach for intrahepatic stone disease after biliary reconstruction¿. The literature reported the result of 49 cases of the percutaneous transhepatic biliary drainage (ptbd) procedures using olympus choledochofiberscope model chf-t20 and chf-xp20 and bronchovideoscope gf-260 from 1995 to 2018. In the subject cases, 7 cases of cholangitis and 2 cases of biliary tract bleeding occurred. Based on the available information, a direct relationship between the olympus products and the observed adverse events could not be determined. Therefore, omsc will submit 27 medical device reports depending on the number of adverse events. This report is 18 of 27 reports for biliary tract bleeding at chf-xp20.